Manufacturer narrative:
Approximate age of device ¿ 6 months, 28 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient expired on (B)(6) 2019 due to a subarachnoid hemorrhage. The device operated as expected throughout the duration of lvad support and the death was attributed to patient condition. The details leading up to and surrounding the patient's death could not be provided due to local privacy laws, but the device was operating as intended and will not be returned. Ni further information was reported.

Manufacturer narrative:
A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.